Manufacturer narrative:
B3: event date updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported they were in the operating room, the patient was having ins site pain and the physician moved the ins to the other side. They were having an issue with the communicator. The healthcare provider office had an issue with the old communicator connecting, therefore they gave the office a new one. The reported it would not connect to the ins, it was reviewed to power it off twice. Caller reported that during power up, the communicator battery was low. They were going to charge the communicator and call back if they needed more troubleshooting. Additional information was received. The reason the patient was having the ins moved was their belt was causing their incision site to be sore, so they wanted it lowered. The communicator functioned properly after being charged for 15 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep clarified that no device had been removed or implanted and that this was just a relocation of the existing battery that occurred on (B)(6) 2020.